Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced inappropriate therapy and presented in the hospital. Upon interrogation, it was noted that the p-waves were being blanked and the patient received anti-tachycardia pacing and inappropriate shock for supraventricular tachycardia. Programming changes were made. The patient was in stable condition.